Event description:
Corpak peg- 12fr (initially implanted 6/97) was replaced with a 30-1834 (18fr 3.4cm button) on 1/23/98. Pt died on 1/25/98. Postmortem indicated stoma did not have strong adhesion to abdomen. Feed had gone into peritoneum, resulting in death. No further details.